Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the (B)(6) department states the drip chamber collapses and/or medication leaks through the vent. This only seems to happen when infusing propofol. The customer states they think this is related to not ensuring the vent is closed when spiking a new bottle. There was no patient harm.